Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the central aortic insufficiency (cai) cannot be confirmed; however, it was indicated as possibly related to the post dilation before the valve was assessed with the wire completely out of the first sapien implant. The post dilation may have caused or exaggerated the central leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, a 23mm sapien valve was positioned 60/40 aortic and landed 70/30 favoring the aortic side, with mild paravalvular leak and mild central leak that the team did not feel comfortable with leaving alone. They waited five minutes to see if it reduced with time, but the central leak remained. A second 23mm sapien valve was then deployed via the transapical approach in the position of 60/40 favoring the aortic side. The paravalvular leak was reduced to less than mild and the central leak was marginally improved. The team left satisfied with the result and the patient is doing well 3 days post procedure. Potential root cause was indicated as the post dilation before the valve was assessed, with the wire completely out of the first sapien implant. This was just a theory, but the post dilation may have caused or exaggerated the central leak. The aortic root was mildly calcified, and the native aortic valve/leaflet calcification was moderate, as well as moderate mitral annular calcification (mac).